Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000173 number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a valve broke. It was reported by the caller that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke, and there was profuse bleed-back. The sheath was replaced and the issue was resolved. Additional information received indicates the sheath was thrown out immediately upon the physician seeing blood coming from the valve, nothing detached. No air entered the patient, it was bleeding back as the sheath was removed. The approximate volume of blood loss is is unknown; a small amount as the whole process lasted under a minute. No needle product was used yet in this sheath.